Manufacturer narrative:
A specific root cause could not be identified. Control recovery prior to and after the event were within specification. Analyzer performance checks were within specification. No adverse event was reported.

Event description:
The customer received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as <0.100 miu/ml accompanied by a data flag. The sample was then repeated where it resulted as 43.25 miu/ml accompanied by a data flag. The sample was then repeated a second time where it resulted as <0.100 miu/ml accompanied by a data flag. The customer considered the repeat result of <0.100 miu/ml to be correct and this was the result that was reported outside of the laboratory. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16250103 with an expiration date of 07/31/2012. The field service representative was unable to determine a cause for the event. He performed performance testing on the system and all results were well within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.